Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The nonconforming central processing unit (cpu) host was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming central processing unit (cpu) host. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an abnormal shutdown with the system during a procedure. Patient impact was not reported. Additional information has been requested.